Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm occurring when connected to the mpu was not confirmed. The provided log file was reviewed, containing data spanning approximately 1 day ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed throughout the data. The mpu (serial number (B)(4)) was not returned for analysis. The reported alarms were unable to be reproduced at the clinic, and no equipment was exchanged as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the alarms related to the mpu. The heartmate 3 patient handbook (rev. D, titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was complaining of alarms at home while on the mobile power unit (mpu). It appeared the device only alarmed when connected to the mpu. The alarms that the patient described were unable to be recreated in clinic. Abbott technical services reviewed the submitted log file and found no unusual events recorded in the log file event history. The equipment appeared to be operating as intended.